Event description:
Boston scientific crm (bsc) received information that this cardiac resynchronization therapy-defibrillator (crt-d) was alleged by health care staff to have failed to detect and treat a fine ventricular fibrillation (vf) episode that resulted in the patient's death two days after implant. A bsc field representative reported that no documentation of the alleged vf episode was available. The representative reported the patient had experienced a series of episodes of wide complex ventricular tachycardia (vt) the evening before, and that the representative's review indicated each of the vt episodes was properly detected and successfully treated. The representative reported the device will be returned, if possible, for analysis.

Manufacturer narrative:
This report will be updated if additional information is received, or if the device is returned for analysis.